Manufacturer narrative:
Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 20908881; model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the lead had migrated. The patient underwent a revision wherein the lead was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.